Manufacturer narrative:
Medwatch sent to FDA on 18/aug/2009.

Event description:
After treatment with juvederm ultra plus in the nasolabial folds and perioral area the pt presented with erythema at the treatment sites. The physician prescribed vitrase to prevent worsening of the symptoms that may lead to permanent damage.